Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was no malfunction of the device. The patient's nausea and vomiting was due to other issues and was not related to the device function. The device was interrogated while he was in-patient and there was no malfunction with the device.

Event description:
It was reported that the patient had a loss of therapeutic effect. The patient had a return of symptoms 2 days ago, including intractable nausea and vomiting. The patient was currently in the hospital. No troubleshooting or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).